Event description:
It was reported that the caller could not adjust stimulation. The display showed a "call your doctor" icon. An out-of-regulation condition was reported. Intermittent impedances over 40,000 ohms were reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Neurostimulator: model 37602, serial# (B)(4), implanted: 2011 (B)(6), explanted: unknown, lead: model 3389-40, lot# j0225387v, implanted: 2002 (B)(6), explanted: unknown. Lead: model 3389-40, lot# j0217159v, implanted: 2002 (B)(6), explanted: unknown, extension: model 748251, serial# (B)(4), implanted: 2004 (B)(6), explanted: unknown. Extension: model 748251, serial#, implanted: 2002 (B)(6), explanted: unknown.